Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient was treated with double plating of 4.5mm narrow lcp plate and bone grafting in 2009. In 2011 the plate broke and patient suffered a massive soft tissue reaction with black discoloration of soft tissue around the plate, but there was no infection. Review of x-rays images showed a non-union of the femoral bone fracture and leavings of a broken screw in the proximal part of the femur. Patient returned to o.r. On (B)(6) 2011 and hardware was removed. No further information is available at this time. This is 13 of 13 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is reported as unknown day in 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.